Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all medication systems were in critical override and in disconnected mode. A technical support specialist found that the stations entered critical override due to low overnight message volume, and the es server did not receive any messages due to the facility setting "no adt/pis message received duration" is set to 240 minutes (4 hours) and stations' "auto enable down time" setting is at 2 hours. The tss provided recommendations to create a no active directory message received duration schedule that accounts for these low volume periods and prevents unnecessary critical override events to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server user mentioned all medstations were currently on disconnect mode and critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.